Event description:
Livanova received report that a s5 double head pump showed dashes instead of lpm/rpm and operation of one of the two pump heads was not possible. There was no report of patient injury.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could not confirm the reported issue. The serial read-out of the pump will be analyzed. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
H.10: the affected unit was returned back to the manufacturer site for investigation. Upon testing the reported error could be reproduced and confirmed. The root cause of the reported malfunction was confirmed to be a defective motor control board.

Event description:
See initial report.

Manufacturer narrative:
H10: following the replacement of the motor control board by livanova field service representative, the issue was not rectified. Therefore, the motor power amplifier board, was replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. Based on all the above information, the root cause of the reported event can be traced back to a defective motor power amplifier board.

Manufacturer narrative:
H.10: the pump serial read-out analysis revealed that on the day of the event , the error code "motor_not_connected" was registered several times by the pump micro-controller. The registered error code is associated to motor control board and pump motor not connected. Based on the investigation performed for similar cases, the most likely root cause of the event is an hardware failure of the motor control board. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.